Event description:
The following event was reported to implantcast gmbh: "while unscrewing a mutars m10 screw, the shaft of the screwdriver came loose."

Manufacturer narrative:
It was reported that the handle of a mutars® socket wrench became loose when unscrewing a screw during surgery. During optical examination of the affected instrument, it was revealed that the proximal part and distal part of the instrument have disconnected from each other. According to the technical drawing, both parts are meant to be connected by a thread. The attached surfaces are then secured by a weldseam. On the affected instrument, the weldseam broke. The manufacturing documents were checked. No errors were revealed. Based on the available information, no design or manufacturing flaws could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component. The socket wrench was manufactured in 2015. Thus, it has been in use for 10 years before breaking. It can only be assumed that the weldseam broke after it was repeatedly subjected to high forces during regular use. Furthermore, a faultily executed weld seam during production must be considered as a possible contributing factor. However, this assumption can neither be confirmed nor denied. The incident happened intraoperatively. According to the available information, the event did not have any health impact on the patient, users, or third parties. The surgery was successfully completed using an alternative instrument.